Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed elevated and a steady increase in impedance. It was further reported the rv lead had high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this issue.